Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, after a few seconds, the device would not fire despite being properly assembled. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel procedure, after a few seconds, the surgeon was able to squeeze the handle but was not able to press the green button and the device would not fire despite being properly assembled. They opened a new reload to complete the case. There was no patient injury.